Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. The large lead noise was reproduced via isometric arm movements. The atrial lead was reprogrammed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.